Manufacturer narrative:
(B)(4). The device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. The arm labels were damaged. A functional evaluation was performed. The motor functioned as normal. The piston migration 2.0 inches. The device failed the weight test. The unit's slender arm joint was stiff. The complaint of "mechanical jam" was confirmed and the root cause has been associated with a component problem. The reported failure of a motor fault was not confirmed. The evaluated failure of a failed weight test can be attributed to a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a knee procedure the main joint of the spider was not working and the motor fault. It is unknown if there was backup device available, no patient complications or delay reported. Results of investigation have concluded that the device failed the weight test which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.